Event description:
It was reported that the patient experienced a hematoma with noted redness and swelling at the device implant site. The hematoma was surgically evacuated. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.